Manufacturer narrative:
The heartstring seal was fully unraveled and tether has not been cut. The complaint that the seal was cracked is not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon decided to use a partial occlusion clamp to use to complete the procedure. No patient complications were reported by the hospital. This is for the 3rd seal.